Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was eating and noticed that she was receiving ¿high readings¿ from her cgm (no specific value provided). The patient did a bg meter comparison which was also ¿high¿ but again, no specific value was reported. Despite the information regarding both the cgm and bg meter providing ¿high¿ readings, the patient alleged an inaccuracy. It is not known whether the cgm was reading at a high or low bias when compared to the bg meter. The patient was dehydrated and vomiting, therefore, ems was called. Ems transported the patient to the ER. At the ER, the patient was treated with an insulin injection. At an unspecified time while the patient was in the ER, her bg meter reading was 100 mg/dl. The patient was discharged home three days later. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.